Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was noted to have significant amount of green deposits on the iui connector during inspection. There was no patient involvement.

Event description:
It was reported that the device was noted to have significant amount of green deposits on the iui connector during inspection. There was no patient involvement.

Manufacturer narrative:
The reported event of the device was noted to have significant amount of green deposits on the iui connector during inspection, there was no patient involvement; was created to document the event that the customer reported; the customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 05/29/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was/was not involved in a production failure, which correlates to the customer reported issue. Not enough information was provided about the repair or parts replaced to determine what caused the customer's complaint. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.